Manufacturer narrative:
Concomitant product: product ID 8711, lot # j11441r04, implanted: (B)(6) 2003, product type catheter; product ID neu_pouch_acc, product type accessory. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen and morphine (concentrations and doses unknown) via an implanted pump. Other non-reservoir drugs reported included morphine and oral baclofen. The pump's indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. Preexisting conditions included: connective tissue disorders started in 1970s, diabetic 1995, arthritis 1970s, ¿replacing joint by joint in her body with all of these issues¿, cervical myofascial syndrome late 1990s along with sarcoid and was originally in her earlier years diagnosed with tuberculoid leprosy. The patient had gotten bad with walking and her back and she had gotten progressively worse because her back was deteriorating due to stenosis and six discs (preexisting conditions) and just did her last therapy and used a cane and walker. One of her spine ¿was going down then the other.¿ the arthritis (preexisting condition) was the beginning of it and had neuropathy in both limbs and drags her feet. The patient did not know if it was from the diabetes or something else. She had never done anything like that in her life. It was noted because of her illness she lost her job. In (B)(6) 2003, the patient experienced infection symptoms including fever. It was reported the patient thought she could have ¿boiled an egg¿ where the device was put in because it was so hot. The pump was implanted on (B)(6) 2003 and the infection was associated with implant. The pump was removed due to infection and the morphine was leaking into the gut; the catheter had come loose. It was further reported when she woke up it looked like she was 20 months pregnant and told the nurse that she thought it was leaking (meaning the pump). Six weeks later ((B)(6) 2003) was when the pump was removed due to leaking and infection. The patient was not told where the area of infection was and she did not think she would live through it. The reporter felt the hcp ¿carried staff¿ but could not prove it. The patient never had this issue before the second pump. The patient could not have any back surgeries because of the second pump that was put in and the catheter was ¿broke off¿ by the hcp and was told by a neurologist. Where they put the pump the patient had a red place on the right quadrant of lower stomach (gut) and was hot to the touch even though nothing showed up on ultrasound due to the pouch still being in there. They could not remove ¿the sac or catheter.¿ ¿it broke off and stuck in her back¿. The patient had reached out to her nephrologist about the infection even though she was not on dialysis and felt ¿they saved her life.¿ the patient ended up on the unit and came home with (B)(4) worth of antibiotics (treatment). The patient could not get out of the hospital and could not get the fever under control. The patient was give both intravenous (IV) and oral antibiotics (treatment). A partial system explant occurred because they could not get the pouch and catheter out. It was noted ¿you could see the catheter and see where it was located.¿ the reporter believed the healthcare provider (hcp) tugged on it and did not catch it and ¿the catheter was broke in two pieces and was still in her back.¿ the patient¿s current hcp was doing ¿just trigger injections¿ and was the one who removed the pump and who the patient waited for to take care of the issue caused by the other hcp with the second pump. The patient did not have any issues with the first pump. The patient did not blame any hcps. At the time of this report, the infection was resolved. In (B)(6) 2015, the patient was told by a hcp that they could only do injections in the lower back because they did not want to mess with the patient¿s spine. They missed the catheter every time in the x-rays and the cat scan. She knew where the catheter was and kept telling them and finally they got pictures of it. The patient had a copy of the films. The patient was turned down for seeing hcps after they were aware that the patient had a pump that was botched. She did not take oral morphine everyday anymore. It was further reported the hcp ¿did it weeks in advance¿ and could tell a difference immediately and was able to work. The patient did not wake up several times like she did with the second pump and all the issues since. It was noted the patient ¿gets stuck¿ averaging 3-7 times a week and the hcps have called it ¿(B)(4)¿ and would need to be unstuck through massages and trigger points to get her unstuck from airplane rides and when she was working. The patient had fluid in her heart and she could not ride in a car or plane and could not get up to move. The patient was currently taking baclofen by mouth and also oral morphine as needed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).